Manufacturer narrative:
Return requested. Replacement detect positioner louv hinges and a detect position louv cover were shipped to site (B)(6) 2015. Medtronic investigation of returned suspect detect position louv cover confirmed reported complaint "caught on drape." Visual inspection: louver is bent in a manner consistent with the report that the louver got caught on drape while imaging system was in motion, causing the louver to be bent. Physical damage - dented, nicked, scratched, bent. On (B)(6) 2015 a medtronic representative performed an imaging system check-out, all areas passed. The medtronic representative installed a new cover, tested system. Working and ready for use. System performed as intended. -no further issues have been reported.

Event description:
A site registered nurse (rn) reported that, while in a spine procedure, during the confirmation spin, the imaging system closed on a drape, and when they tried to perform the spin, the cover was completely mangled. The top cover was broken and the bottom track was damaged. Pieces fell off but nothing landed on the patient. The site was able to remove the imaging system from around the patient. Navigation was already completed so this did not effect navigation. There was no delay of therapy. There was no impact on patient outcome.